Event description:
It was reported that the patient¿s wife indicated that the device was not working properly and ¿possible having a replacement done in near future." Additional information was requested but was not available at the time of report.

Manufacturer narrative:
Concomitant products: product ID 7438, serial # unknown, product type programmer, patient. (B)(4).